Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Linked to (B)(6), (B)(6), (B)(6). The hospital reported that during performing high current output functional test on t.w. Power supply as per IFU, the device failed with readings of 5.2-5.3 falling outside of specs listed in IFU. This is a new t.w. Power supply that was just received. A total of 4 new power supplies involved. The same person tested all the power supplies. The testing method was performed as per the IFU. The functionality issues were observed by biomed. There was no patient involvement. Based on the photos provided by the complainant, it shows that it did not pass the high current output test.